Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The unit was received with the reported system error 601 caused by a failed processor printed circuit board (pcb). The processor pcb was replaced.

Event description:
It was reported that a pump had a system error 601 while being used on a pt. The issue occurred in the emergency room. It was also reported there was no pt injury and the issue was addressed immediately by staff.